Event description:
It was reported that while using panel phoenix nmic-306 false resistance results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reports isolate that was cpo positive but susceptible to all carbapenems. Communication received from scientific affairs. "

Manufacturer narrative:
This complaint is not confirmed. This complaint is for failures due to false positive cpo results when using phoenix panel nmic-306 (449292) batch number unknown. The customer did provide lab reports, but not isolates or panels for investigation. The customer did provide photos showing the failed result. It is to be noted that the complaint batch was not available at the time of investigation. To investigate, three (3) retention panels from the same catalog number, but different batch as the complaint batch were tested using qc isolates of escherichia coli (a25922) on a phoenix instrument and evaluated for cpo results. Additionally, three panels were tested using bd isolates of klebsiella pneumoniae (enf14780) and three panels tested with bd isolates of pseudomonas aeruginosa (enf17925) to evaluate for cpo results. During investigation, all panels tested using qc isolates of escherichia coli (a25922) resulted in cpo negative. The panels tested using bd isolates of klebsiella pneumoniae (enf14780) and pseudomonas aeruginosa (enf17925) classified correctly as cpo positive. This complaint is not confirmed. A review of quality notifications could not be performed as the batch number is unknown. A review of complaints could not be performed as the batch number is unknown. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 9.0-9.10, indicates the potential risk of a false negative cpo results as s3. H3 other text : see h.10.'

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. PMA / 510(k)#: k130470 the bd phoenix nmic-305 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k020322, 132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932.

Event description:
It was reported that while using panel phoenix nmic-306 false resistance results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports isolate that was cpo positive but susceptible to all carbapenems. Communication received from (B)(6)."